Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of the silicone segment separating at the upper fitment was confirmed. Visual inspection showed the silicone tubing was torn from the upper fitment. There was no damage to the upper fitment or retainer ring. No functional or dimensional testing was feasible as the pumping segment was received damaged. The root cause of the silicone segment separation from the upper fitment was not determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported while they were transporting a patient, they noticed that the tubing had separated where the upper fitment connects to the pumping segment. No patient harm was reported.